Manufacturer narrative:
D4 - expiration date and h4 - device MFR date are unknown. No information is available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon admission to the ICU, the patient was experiencing rapid spontaneous breathing and low blood oxygen saturation, with indications for tracheal intubation. The doctor immediately performed bedside tracheal intubation and connected the patient to a ventilator for assisted breathing. The patient's respiratory alarm indicated a low tidal volume. The doctor checked the patient's vital signs, which were stable, and noted that the breathing was smooth. There was a significant difference between the inhaled tidal volume and the exhaled tidal volume. After the bag was inflated, it quickly deflated, suggesting an air leak in the bag. Therefore, the tracheal tube was replaced.